Event description:
Ra lead impedance alert from (B)(6) 2021. The ra lead was explanted and replaced with a mdt lead on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).